Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure in the kidney/adrenal gland, the 10 mm size converter had been disengaged from the device. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the 10mm valve door was disengaged. The trocar balloon and valve seal appeared intact. The inflation syringe was received. The obturator was received. A functional evaluation found that the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the disengaged valve door may occur when mishandled during clinical application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.